Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿t2 can't not be deployed. Then t2 was taken out by force. The t2 was fixed at the inner base of the meniscus (in the joint cavity), and the suture effect was not achieved.¿ this is not a pre-deployment situation but rather an ¿anchor not secured¿ situation since the anchor was deployed (freed/released from the delivery needle) into the meniscus, but later not secured/anchored. T1, t2 and suture were not returned. The depth limiter was attached and advanced. The delivery needle was visibly bent toward the right and the delivery curve was over accentuated upward. The device cycled and actuated but no longer retracted due to the needle damage. Review of instruction for use confirms instructions, precautionary statements and recommendations for proper use of product. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences unrelated to manufacture that could compromise product performance or integrity include: inadvertent twisting, bending, probing of the delivery needle. Difficulty with reaching the desired tissue location. Inadvertent double triggering. Incomplete needle penetration through meniscus. Per instruction for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during surgery, t2 can't not be deployed. Then t2 was taken out by force. The t2 was fixed at the inner base of the meniscus (in the joint cavity), and the suture effect was not achieved. A backup device was available to complete the procedure with no significant delay or patient injuries.